Event description:
It was reported that an ilet user experienced hyperglycemia after the pump stopped dosing when the battery depleted; dosing resumed after charging and a full set change, with a fingerstick glucose of 441 mg/dl initially and subsequent reduction to 335 mg/dl while the pump displayed ¿high.¿ symptoms included headache, nausea, and vomiting. Outcomes included no health consequences or lasting impact. Investigation included communication with the family and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.